Event description:
The severely calcified lesion with 80 percent stenosis degree in the left sfa was predilated with two passeo-18 balloons, but the lesion did not improved. Then the pulsar-18 peripheral self-expandable stent system was introduced, but the handle could not be clicked, so the device was withdrawn. Another system was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the outer shaft has been retracted by about 2 mm, i.e., the distal end of the outer shaft is located distal to the distal radiopaque marker. The stent has not been released. The proximal stent markers touch the proximal stent stopper. The proximal stent stopper shows mild compression marks. Also, the proximal inner shaft portion is compressed. The safety tab has been removed and was not returned. The stent could not be manually released. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined.